Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no audio alerts while charging the phone. It was determined that no audio alerts while charging the phone was related to the mobile application. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.